Manufacturer narrative:
Batch review performed on 15-dec-2023 lot 2306411: 36 items manufactured and released on 20-apr-2023. Expiration date: 2028-04-03. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involevd: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2335092: (B)(4) items manufactured and released on 09-aug-2023. Expiration date: 2028-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review

Event description:
At about 1 month after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.